Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic esophagectomy, while in use for esophageal transection, in the middle of firing, the knife couldn't move forward, so it was pulled back. Replaced with a new one and it worked with no problem. The procedure was completed with another device. No patient injury.